Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line tubing detached from the hub. The nurse reported the patient was confused and pulled it apart. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC for investigation. Signs of use were observed on the catheter and extension lines. Visual inspection revealed the proximal extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated proximal luer hub. The separation point on the extension lines were rough and jagged. Some minor stretching was observed on the extension line near the point of separation. The total length of the catheter body measured to be 16" which is within the specification of 15 5/8"-16 1/8" per product drawing. The outer diameter of the proximal lumen measured to be 0.09310" which is within specifications of 0.093"-0.097" per product drawing. The inner diameter of the proximal lumen inside the luer hub measured to be 0.057" which is within the specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal lumen was flushed using a water-filled lab inventory syringe. The lumen flushed as expected. A manual tug test confirmed the distal extension line was fully secured within the luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the proximal luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance has been initiated to further investigate this issue.

Event description:
It was reported the extension line tubing detached from the hub. The nurse reported the patient was confused and pulled it apart. No patient harm. The patient's condition is reported as fine.